Event description:
I wanted to let you all know that last week at (B)(6), right at the end of the last day, we noticed that the venous (blue) part of the tubing was leaking blood-it had a tear or crack in it. It leaked under the sensor. Several different nurses practiced putting the sensors on, so I can't say if they may have crimped the tube in the sensor (maybe more than once). We had discarded the package. So I did not have a record of the lot number/serial number.

Manufacturer narrative:
Initial review of this complaint was deemed not to be reportable due to no adverse event taking place. During routine inspection now taking place at the manufacturer's facility, the FDA investigator recommended that a medwatch report be filed for this complaint. No patient identifier information is available due to the date the initial complaint was received and the person reporting the complaint is no longer employed with the company.